Event description:
It was reported that the screen of the customer's insulin pump was blank following a battery change. Her blood glucose was 400mg/dl at the time of reporting. She was advised that she would be shipped a replacement battery cap in hopes of resolving the issue. No additional information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.